Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 113mg/dl. The customer stated that the insulin pump was stuck on the prime loop. Advised that the device would be replaced and revert to back up plan. No further information was provided.